Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was went as high as 550 mg/dl and as low as 147 mg/dl. Customer experienced ketones, vomiting, nausea, frequent urination and treated their high blood glucose via insulin pump. Customer's mother was advised the infusion set may have been inserted into the patient's scar tissue. Customer changed out their set, they were able to bring down their blood glucose levels and the issue was resolved. Customer declined to neither troubleshoot their high blood glucose nor troubleshoot the insulin pump. Customer was advised to call back if issues persist.